Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. Visual examination shows that there is damage to the distal pilot balloon. An attempt made to inflate the returned unit shows that the proximal cuff inflated without any issue however the distal cuff failed to inflate. Water leaked for the main body of the distal pilot balloon. Further examination of the pilot balloon using the microvu shows that there is a clean cut slit in the distal pilot balloon. This type of damage is indicative of contact with a sharp utensil or object. The double wall thickness was measured and found to be within the blueprint specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had water leaked from the cuff when saline water was inserted. There was no patient involvement.